Event description:
It was reported that upon interrogation, the right atrial lead exhibited an impedance anomaly, intermittent loss of capture, and unacceptable threshold. A fracture was suspected, and upon extraction, the lead exhibited an insulation anomaly. The lead was explanted and replaced on (B)(6) 2014.

Event description:
New information notes: it was reported that the lead exhibited low impedance.

Manufacturer narrative:
Final analysis found abrasion breaching the inner insulation at 10.4cm to 10.6cm from the connector pin. The abrasion likely contributed to the reported complaints of unacceptable threshold and low impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.